Event description:
Tip of needle broke off in thick tissue. The tip was not retrieved from the patient and the surgery was delayed over 30 minutes. No adverse consequences reported with the patient as a result of event. This device is used for treatment.